Event description:
It was reported that the health care provider (hcp) was unable to tighten the set screws at the device header block. The lead kept "pulling out" of the header block. Information received on (B)(4) 2012 reported that the hcp was handed another device after being unable to tighten the set screws and it worked "fine". There was no patient injury. Additional information received on (B)(4) 2012 reported that the hcp made "every" attempt to tighten the set screws. The hcp was able to secure the lead on the new device. The patient went home after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_wrench_acc, product type: accessory. Product ID neu_wrench_acc, product type: accessory. Product ID 3093-33, lot# va02pfl, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found that the connector module was out of alignment. The #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet. Final analysis of the wrenches found no anomaly.

Manufacturer narrative:
(B)(4).